Manufacturer narrative:
The device remains implanted in the patient therefore, a definitive conclusion could not be determined from the information available. Device history review revealed no issues with the sterilization of this lot. This is the first of two complaints of this nature for this part/lot combination from the same surgeon/hospital. Based on previous evaluations, infection cases are usually hospital acquired, not a product related issue. The type of infection found in the patient remains unknown.

Event description:
It was reported that the patient presented with an unknown infection in the shoulder post mini-open rotator cuff repair. Information regarding the type of infection and patient condition was requested without success. This device is used for treatment.